Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). Five months later, the vad coordinator contacted the manufacturer reporting that a patient had reported to the emergency room two days before. The vad coordinator stated that the patient had a pump rate of 118 bpm, with tachycardia and patient was hypotensive. The patient had now alarms during this time. The patient had a tee that showed aortic insufficiency, mitral insufficiency, tricuspid insufficiency, and inflow valve regurgitation of 50% flow. Patient is less symptomatic now that in the hospital. The patient's blood pressure systolic is 100 mm hg and has been moved up on the transplant list to 1a. The physician is now deciding whether to change the pump or valve or just wait for a heart. The hospital sent in wave forms to the manufacturer for analysis. Patient remains on lvad support while awaiting a heart transplant.